Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump where a channel a pump head module tube motor collar is damaged was confirmed product evaluation. The root cause of this condition was assigned to a broken tube motor collar on channel a pump head module. The channel a pump head module was replaced in order to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a malfunction of on channel a the pump head module tube motor collar is damaged. This condition had the potential to interrupt delivery. It is unknown when this condition occurred in biomed services. According to the hospital representative, there was no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.